Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they had some pain with exercise over the ins site in their right hip only when riding their bike. Patient also reported that the device felt hot and seemed swollen and that their back is stiff and hip is sore. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that the cause for the hot device and soreness and pain at the ins sit was due to them being on a long bike ride climbing dirt road in the mountains and at about 1.5 hours into the ride the pain started. As for intervention, patient used tylenol, iced in the area and sis not bicycle ride for two weeks and met with their health care professional. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient experienced pain at the ins site during and after exercise. It was reported the patient was very healthy and active and they said the device was most often irritating after biking. An impedance test was done and it was 'ok'. The physician prescribed lidocaine patches, the issue was unresolved at the time of the report. The patient was due for an ins change in 18 months and was planning to wait until then to address the problem. If it became intolerable, they would schedule a revision. Surgical interventions were planned, but had not been scheduled.